Event description:
It was reported "portion of the screen that is failing and turning black". There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.